Manufacturer narrative:
The originally reported faulty thermistor was not confirmed. The thermistor was submerged into a 37.1c water bath and the catheter reads 37.1c. The rv pacing/infusion extension tube was received detached from the backform. A closer examination found that the extension tube detachment is due to shallow insertion or migration during manufacturing. There is no indication of the extension tube being bonded or broken. The extension tube only pushes to the end of the white adaptor when placed into the adaptor rv extension tube hole. The balloon inflated clear and concentric, and did not leak. The defect found during the evaluation was confirmed to be a manufacturing defect. Corrective actions were previously implemented for this issue; no additional actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
The initial complaint indicated that there was a "faulty thermistor" on model number 834hf75 (swan-ganz td vip catheter). There were no patient complications reported. The product returned was model number 991hf8 (base pacing paceport catheter). Multiple attempts to resolve this discrepancy were unsuccessful.